Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the process of completing the general anesthesia intubation of the patient, the tracheal intubation connector was loose and the tracheal intubation was immediately refixed. The surgeon effectively established the patient's respiratory passage and the operation was successfully completed. There was no patient injury.